Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference internal complaint ID (B)(4). This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that insufficient monopolar cautery. Patient involved. Patient was injured; customer had to get a blood transfusion. Physician was attempting to cauterize with the 5mm roller-ball monopolar electrode and insufficient cautery caused excessive bleeding. Coagulation was maxed at 120 watts. Patient had to have blood transfused. Cross reference MFR report # 1221826-2025-00638.

Manufacturer narrative:
Per investigation by the manufacturing site: the device was sent to the manufacturer for investigation. During the manufacturer's technical inspection, the error description provided by the customer, " it was reported that insufficient monopolar cautery. Patient involved. Patient was injured, customer had to get a blood transfusion. Physician was attempting to cauterize with the 5mm roller-ball monopolar electrode and insufficient cautery caused excessive bleeding. Coagulation was maxed at 120 watts. Patient had to have blood transfused" could be confirmed. The root cause of the malfunction is a defective power board, which wore out after approx. 7 years. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The IFU 96206584us version 3.2 contains the following note on page 30: 4.4 test for proper functioning: among others to perform the following functional test before putting the device into service: in case of problems in section 4.4.3 the following is described: 1. Immediately disconnect the patient from the hf device. 2. Perform a technical inspection of the hf device. 3. Observe the relevant national regulations. Observe the provisions of the in-housereporting system in this regard. 4. Consult the technical support this event is filed under internal complaint ID (B)(4).